Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11cm distal to the is-1 connector pin. All fragments were received for analysis. The distal fragment of the lead was severely stretched. As reported in the complaint description, the insulation was damaged 2.5cm distal to the df-1 connector pin and showed severe abrasion next to the fractured insulation. It is reasonable to assume that interaction with the generator housing is the root cause for the finding. Furthermore cuts in the insulation were noted as well as a deformed shock coil. These damages most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to insulation break at header. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.